Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: from a publication review, cook medical became aware of a literature article, ¿transaortic gunshot wound through perivisceral segment successfully managed by placement of thoracic stent graft¿. The article is a case report and describes a 36-year-old female patient with a single epigastric gunshot resulting in a grade iii liver laceration, a comminuted fracture of the left lateral t12 vertebral body, a bullet residing in the soft tissue posterior to the spine and a through-and-through injury to the abdominal aorta at the level of the celiac axis with retroperitoneal hematoma. The penetrating aortic injury was treated with a zta-p-20-105. The stentgraft was inserted using femoral sheaths. Femoral sheaths were inserted in both right and left common femoral artery and the sheaths were left in the arteries during the whole procedure which also consisted of a laparotomy to treat the liver injury. The patient did not receive heparin due to her liver injury. It was reported that the case was complicated by left-sided access site thrombosis which was recognized as soon as the proglide devices were deployed. Thrombectomy and fasciotomy was performed. The patient recovered well. The information given in the article was reviewed and a clinical assessment was given. Per the clinical assessment this event can be classified as a procedural complication and especially 4 factors could have contributed: 1. Systemic anticoagulation was not used due to the liver injury. 2. The femoral sheaths were left in place during the subsequent laparotomy to treat the liver injury. 3. The femoral arteries were small calibre, so the sheaths were occlusive. 4. Proglide perclose devices were put into position in the femoral arteries to allow for closure after sheath withdrawal. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. Per the IFU vascular access site complications is a known adverse event. Based on the investigation, the reported event did not occur as a result of device failure or misuse of the device. The event was likely procedure-related. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received (B)(6) 2019: "physician said that he does not blame the graft for the thrombosis issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Based on journal article: feyko, j. T. Et al. "Transaortic gunshot wound through perivisceral segment successfully managed by placement of thoracic stent graft" j vasc surg cases innov tech. 2018 mar; 4(1): 24¿26. Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as zenith alpha thoracic endovascular graft. Investigation is still in progress.

Event description:
Description of event according to journal article: the through-and-through injury to the aorta was repaired by an endovascular approach. Because of the liver damage, the patient was not heparinized. A zta device was implanted to seal the wound successfully. However, the patient experienced left-sited access site thrombosis requiring thrombectomy and fasciotomies. Patient outcome: the patient has recovered well and has returned to normal activities. There was no long-term morbidity associated with the access site complication, and CT at 6 months follow-up demonstrated proper positioning of the stent graft and patency of the celiac artery. The patient had access site thrombosis and required thrombectomy and fasciotomies. The complainant has reported that the product caused or contributed to the adverse effects. - "the patient had access site thrombosis."